Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that liquid was coming out of display screen. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube.